Manufacturer narrative:
X-ray review: "post-op x-rays from stabilization of a lumbar deformity show screw pull out at multiple levels above fracture. There is lumbar kyphotic deformity, bone quality is poor. Instrumentation appears undersized, and the rod contour appears wrong, possibly contributing to pre load on screws. Root cause surgical technique and patient factors." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016 (date is approx.), post-op, l4 burst fracture was observed after 3+3 fixation. The rod was deviated at rear because (3 vertebral body) total six screws at cranial side were dislocated at rear. Six screws at caudal side (l5¿f6.5×40: 2 screws, s1¿f6.5×45: 2 screws, s2¿f7.5×70: 2 screws) from diseased vertebral l4 did not loosen so the surgeon did not perform screw reinsertion. Necrosis was found at l1 the most cranial side and the surgeon performed only cleaning without screw reinsertion. 4 screws (f8.5&#1524;0) were reinserted instead of l2(f4.5&#1524;0: 2screws) and l3(f6.5&#1524;0: 2screws) also 190 mm rod was placed at right and 180 mm rod was placed at left in the patient. The cause of dislocated screw was that patient bone quality was not good so there was no fixed power in the bone. At the surgery, the surgeon performed to open the incision in minimum due to necrosis. Also surgeon aimed at sufficient fixing force reinforcement with ha stick after removing screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.